Manufacturer narrative:
Visual examination of the returned product identified that a broken piece of the tip remained on the threaded portion. The fractured tip was not returned for evaluation. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor during impaction. When the doctor was impacting the geosphere, the impactor broke into 2 pieces. Attempts have been made and additional information on the reported event is unavailable at this time.